Event description:
This supplemental report is being filed due to the completed evaluation of this product.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, resistance testing was completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection of the lead revealed a separation of the gore covering from the medical adhesive (ma) at the proximal end of the proximal and distal spring electrodes and the distal end of the proximal spring electrode. Associated with this was a slight stretching of the electrodes at the points stated. The separation was a result of excessive drag on the gore and the shocking coils. Under normal circumstances, separation of the gore covering will not impact the functionality of the lead.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this lead was an attempted implant due to rising pacing impedance measurements during the procedure and were out of range when the lead was inserted into the device header. An active fixation replacement lead was implanted without further incident. No adverse patient effects were reported.